Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the implant of this right atrial (ra) lead two weeks prior it was difficult to obtain electrical parameters. Poor p waves and high pacing thresholds were seen. A repositioned procedure was planned due to a suspected ra lead dislodgment as the ra lead capturing in the right ventricle, and upon attempting to retract the helix to reposition the ra lead it was as not possible to do so. The physician elected to still use this ra lead as the lead was finally repositioned. Normal sensing and pacing thresholds measurements were noted. No additional adverse patient effects were reported.